Manufacturer narrative:
(B)(4). D6b. Explant date: from (B)(6) 2009. D10. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 item# 0100185146, lot# 2299841. Metasulâ® ldhâ®, head, 44, code j, taper 18/20 item# 0100181440 lot# 2293726. Impt: spln ha thd 5.0 15mm item# 1893 lot# 2257140. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial surgery with durom implants and then, approximately 4 years post implantation was bilaterally revised due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b3, b4, b5, b7, d6b, e1, e3, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that the patient had an initial left total hip arthroplasty. Subsequently, approximately 3 years and two months post implantation, underwent a revision surgery due to a metal allergy. During the procedure noted bone erosion/destruction, trochanteric bursitis, necrotic mass, and metal debris to the trunnion. The stem remained implanted while the cup, head and adapter were exchanged. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records for the primary implantation were provided and reviewed by a health care professional. The review identified the following: the procedure involved a lateral trans-gluteal incision with removal of anterolateral and cervical osteophytes, a total synovectomy and bursectomy, and autologous spongioplasty to improve anchoring of the cementless cup. Postoperatively, good tension and mobility were achieved. Medical records for the revision surgery were provided and reviewed by a health care professional. The review identified the following: the patient was diagnosed with allergic bone destruction of the proximal femur caused by metal allergy, accompanied by trochanteric bursitis, inflammation, and a necrotic ridge-like mass extending into the groin. Hip aspiration showed no bacterial infection, and x-rays revealed no structural changes, though crp levels were significantly elevated (>100). Surgery was performed using the previous incision, revealing white, toothpaste-like fluid without pus spreading toward the inguinal region. Approximately 2 cm of bone erosion was found at the lamella-stigmatic shaft and treated with bone chips; the femoral stem was not revised to prevent further damage. The femoral head was exchanged, and the acetabular cup was easily removed, uncovering additional bone destruction and white pasty tissue in the anterior and posterior pillars. Blackish discoloration and reduced superficial grooves on the trunnion indicated instability. A bursectomy was performed, and the patient remains symptom-free on the left side. Radiographs were not provided. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.